Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose between 450 mg/dl and 500 mg/dl due to bent cannula. It was also reported that infusion set was detaching. Troubleshooting was performed and caller was advised that products would be replaced.